Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that fragments falling into the patient was not applicable. There was no report of fragments falling from the device while used inside the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on tip-up fenestrated grasper, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip at the base of the grip. A piece approximately 0.183" x 0.857" was to be broken off. The broken piece was not returned. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing that, the 8mm tip-up fenestrated graspers tip broke during the decontamination process. There was no report of patient involvement.